Event description:
It was reported that the patient experienced an event shortly after they crossed the valve with the nogastar catheter. The case continued through to completion after this event and there were no additional events. Subsequent info gathered from customer indicates that a moderate myocardial infarction occurred several hours after the procedure. The event is related to a noga assisted stem cell injection procedure in the cytori sponsored precise study in another country. The procedure was extended by about 3 hours due to some difficulty in advancing the nogastar mapping catheter through the valve. This was due to a non-symptomatic malformation of the aortic valve (stenosis or fibrosis), which was not visible in any pre-procedure imaging/diagnostic procedures. Also possible entry into the left main coronary artery with the probe did not occur. The procedure could be successfully completed after having done 14 injections in the designated areas. The event prolonged hospitalization. The pt was treated with medication and was discharged from the hospital after 3 days. The outcome of the event was described as "resolved without sequelae".

Manufacturer narrative:
The device was not returned to biosense webster for eval.